Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. The log files contained approximately 10 days of data combined (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log files captured low voltage hazard alarms on (B)(6) 2020 from 14:44:34 to 14:44:36, 14:44:51 to 14:44:54, and 14:45:16 to 14:45:20 due to losses of external while connected to the mpu. The alarms resolved once power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. A log file was downloaded from the returned system controller and a log file was also submitted for review. The log files contained approximately 13 days of data combined (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). No issues were observed while connected to the mpu. Additional provided information indicated that the patient forgot to plug in the mpu while switching from batteries to the mpu; however, the log files showed the controller connected to the mpu prior to the losses of external power. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed power cable disconnects while on the mpu which lasted longer than 10 seconds so there were also no external power alarms. The ebb ran the pump during the events. The alarms were caused by power to the mpu being briefly interrupted.